Event description:
It was reported that during pt use, the device alert alarm sounded and the system error message was displayed. The ventilation continued to provide ventilation. The pt was manually ventilated during transfer to a second ventilator.

Manufacturer narrative:
(B)(4).